Manufacturer narrative:
As reported, the optifix fasteners did not fixate well. The sample has not been returned for evaluation, as such we are unable to review the device for root cause determination. Based on the information available at this time, no conclusions can be made. A review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event as reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ not returned.

Event description:
As reported during a bilateral totally extraperitoneal (tep) procedure on (B)(6) 2021, not all 15 of the bard/davol optifix straight fasteners fixated well with adequate counter-pressure. As reported, the surgeon was able to complete the case with the fixation that was deployed from the optifix device.

Manufacturer narrative:
As reported, the optifix fasteners did not fixate well. The sample has not been returned for evaluation, as such we are unable to review the device for root cause determination. Based on the information available at this time, no conclusions can be made. A review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event as reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. Based on the sample evaluation and investigation performed, the root cause of the reported event cannot be determined. The subject device was returned for evaluation. Evaluation of the sample shows the feeding chamber is in good condition with back up tabs and guide wire in good condition. No anomalies were noted to the internal components. As analyzed, the sample condition is consistent with a device having been used, depleted of fasteners. Device conforms to specification with no anomalies identified. As the device was depleted of fasteners, functional testing of the device could not be performed. As such, the cause of the alleged inability to provide adequate fixation cannot be determined through return sample evaluation. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported during a bilateral totally extraperitoneal (tep) procedure on (B)(6) 2021, not all 15 of the bard/davol optifix straight fasteners fixated well with adequate counter-pressure. As reported, the surgeon was able to complete the case with the fixation that was deployed from the optifix device.